Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged properly without maneuvering the cable into the charging port. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.